Event description:
Through routine checks of pt, ICD lead integrity was found to be suspect. After abnormal measurements were found showing high impedances, the rv ICD lead was determined to need explantation. The lead was then capped, after explantation was abandoned on the date of event above.